Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced remote arm controller (rac) to resolve the issue. The system was verified and ready to use. The rac unit has been returned and evaluated by the failure analysis team. The reported failure could not be reproduced. The rac was installed onto ssc test system start up, where it ran 10x power cycle and sat idle for one hour. However, when tested from the pca system, the reported error 23124 could not be replicated. Blank MDR fields: the missing patient information in section b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a dual console da vinci-assisted cystectomy, the customer experienced repeated 23124 faults on the system. Prior to contacting the technical support engineer (tse) for assistance, the surgeon had moved from the first surgeon side console (ssc) to the secondary ssc. Tse recommended disconnecting the faulting console when possible, to avoid inadvertent use of it. The customer moved forward, and procedure was completed robotically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system powered up without failure. The procedure initially begun as a dual console setup. There was no patient injury.